Event description:
A caregiver reported unspecified higher values while using the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer had a loss of consciousness due to hypoglycemia. The customer¿s insulin pump was turned off and the customer was provided juice by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor 3mh006m2up0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and damaged were observed to the guide tabs and to sensor ear. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified higher values while using the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer had a loss of consciousness due to hypoglycemia. The customer¿s insulin pump was turned off and the customer was provided juice by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.